Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. The device was returned, and an evaluation was completed for it. During inspection, the reported event was not confirmed. In addition, the following non-reportable malfunction was found: smashed connector tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head's core unit received an error message when the camera was plugged into the tower. The issue was found during an unspecified procedure. There were no reports of patient harm.